Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. The internal and external examination found all of the components in the correct post deployment positions and undamaged. There was nothing or abnormal observations detected with the returned device that would contribute to the reported experience of failure to achieve hemostasis. Based on the analysis, the reported experience could not be confirmed. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. No manufacturing or quality issue was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a severely calcified right common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.